Manufacturer narrative:
The serious expected event of foreign body reaction was considered possibly related to the treatment. Seriousness criteria includes the need for multiple medical and surgical interventions and long-standing event suggestive of permanent damage. The potential root cause is a foreign body reaction to the product in the local tissue potentially triggered by immune mediated inflammatory reaction to the pfizer covid-19 vaccine. The case meets the criteria for expedited reporting to the regulatory authorities.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6)2024 by a physician concerning a 71-year-old female patient. The medical history of the patient included hypertension/high blood pressure, depressive syndrome and chronic hiv infection. She was not pregnant or breast feeding. The patient had not undergone any surgeries previously. No information about history of allergies has been provided. Concomitant medications included rilpivirine [rilpivirine], emtricitabine [emtricitabine] and tenofovir [tenofovir disoproxil fumarate] for hiv infection, paroxetine [paroxetine hydrochloride], mexazolam [mexazolam] and mirtazapine [mirtazapine] for depressive syndrome, and amlodipine [amlodipine besilate] and candesartan [candesartan cilexetil] for hypertension/high blood pressure. The patient had previously received treatment with unspecified hyaluronic filler to the glabella 20 years ago. On (B)(6) 2019, the patient received treatment with a total 3 ml of restylane refyne (invalid lot 16796-1) to the upper and lower lips, nasolabial folds, and puppet lines using 25g cannula with retroinjection technique via the subcutaneous route for filling. On an unknown date, the patient received the first dose of the pfizer/biontech covid-19 vaccine. A few weeks after the administration of the sars-cov2 vaccine, in (B)(6) 2021, the patient developed large foreign body granulomas (foreign body reaction) on the upper and lower lips. Initially, there was improvement with local and systemic therapy. On an unknown date, the patient received the second dose of the pfizer/biontech covid-19 vaccine and then noted aggravation of granulomas. The hcp initially performed treatment locally with intralesional injection of hyaluronidase [hyaluronidase] on (B)(6) 2022, followed by injections of betamethasone [betamethasone dipropionate] on (B)(6) 2022, (B)(6) 2023 and (B)(6) 2024. The patient also received unspecified oral corticosteroids therapy 20 mg/day from (B)(6) 2022 to (B)(6) 2023 to prevent permanent lip damage. The hcp reported that there was no improvement after therapy, which required surgical excision. Outcome at the time of the report: foreign body granulomas was not recovered/not resolved/ongoing. Tracking list: v.0 initial v.1 fu received on (B)(6) 2025 from the same reporter: case upgraded to serious. Patient demographics, medical history, concomitant medications, past filler treatments, suspect device name, implant date, volume, injection technique, needle type, device location, lot number, event onset date, location and corrective treatment details were updated.

Manufacturer narrative:
Company comment: the serious expected event of foreign body reaction was considered possibly related to the treatment. Seriousness criteria includes the need for multiple medical and surgical interventions and a long-standing event suggestive of permanent damage. The potential root cause is a foreign body reaction to the product in the local tissue, potentially triggered by an immune-mediated inflammatory reaction to the pfizer covid-19 vaccine. The restylane kysse was used off-label. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been conducted, providing sufficient information to assess the potential root cause. This includes a foreign body reaction to the product, potentially triggered by an immune-mediated inflammatory response to the pfizer covid-19 vaccine. The reported lot number was valid and verified the reported product. To date, this is the only medical complaint reported for this lot number. A batch record review was performed. No potential quality issues were identified in the manufacturing process of the specified batch. The batch was manufactured and released according to galderma quality management system. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2024 by a physician concerning a 71-year-old female patient. The medical history of the patient included hypertension/high blood pressure, depressive syndrome and chronic hiv infection. She was not pregnant or breast feeding. The patient had not undergone any surgeries previously. No information about history of allergies has been provided. Concomitant medications included rilpivirine [rilpivirine], emtricitabine [emtricitabine] and tenofovir [tenofovir disoproxil fumarate] for hiv infection, paroxetine [paroxetine hydrochloride], mexazolam [mexazolam] and mirtazapine [mirtazapine] for depressive syndrome, and amlodipine [amlodipine besilate] and candesartan [candesartan cilexetil] for hypertension/high blood pressure. The patient had previously received treatment with unspecified hyaluronic filler to the glabella 20 years ago. On (B)(6) 2019, the patient received treatment with a total 3 ml of restylane kysse (lot 16796-1, expiry date 31-jan-2021) to the upper and lower lips, nasolabial folds, and puppet lines using 25g cannula with retroinjection technique via the subcutaneous route for filling. The restylane kysse was injected to nasolabial folds and puppet lines (off label use of device). On an unknown date, the patient received the first dose of the pfizer/biontech covid-19 vaccine. A few weeks after the administration of the sars-cov2 vaccine, in (B)(6) 2021, the patient developed large foreign body granulomas (foreign body reaction) on the upper and lower lips. Initially, there was improvement with local and systemic therapy. On an unknown date, the patient received the second dose of the pfizer/biontech covid-19 vaccine and then noted aggravation of granulomas. The hcp initially performed treatment locally with intralesional injection of hyaluronidase [hyaluronidase] on (B)(6) 2022, followed by injections of betamethasone [betamethasone dipropionate] on (B)(6) 2022, (B)(6) 2023 and (B)(6) 2024. The patient also received treatment with oral prednisolone [prednisolone] 20 mg/day from (B)(6) 2022 to (B)(6) 2023 to prevent permanent lip damage. The hcp reported that there was no improvement after therapy, necessitating surgical excision. On (B)(6) 2025, the patient underwent partial surgical excision. There was partial recovery, but the foreign body granulomas persisted. Not all lesions were excised due to their extension throughout the upper and lower lip. It was also confirmed that the reporter performed the procedure and handled the product. Outcome at the time of the report: foreign body granulomas was recovering/resolving. Restylane kysse was injected to nasolabial folds and puppet lines was recovered/resolved. Tracking list: v.0 initial v.1 fu received on (B)(6) 2025 from the same reporter: case upgraded to serious. Patient demographics, medical history, concomitant medications, past filler treatments, suspect device name, implant date, volume, injection technique, needle type, device location, lot number, event onset date, location and corrective treatment details were updated. V.2 fu received on (B)(6) 2025 from the same reporter: suspect product confirmed as restylane kysse. Event (off label use of device) added. Event outcome and corrective treatment details were updated. The results of the batch record review were obtained on 24-mar-2025.